Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a broken force sensor which was detected during seating. Customer was unable to clear the alarm. Customer stated insulin pump was not exposed to a high magnetic field. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Pump error 35 noted in the pump history and critical pump error (open book image) alarm during testing due to out of spec force sensor zero offset.